Event description:
User purchased 3 boxes of 32g x 4mm from sobeys with lot no. Z58c3. He injects short acting and long acting insulin 4x per day with novarapid flex touch pen. He states that the pn clogs during the injection and he has to replace the needle and re-stick himself.